Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue that the pump issue due to improper flow or infusion issue was not determined. The reported issue that there was the pump issue due to improper flow or infusion could not be confirmed no further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from (B)(6) medical device incidents database regarding issues involving infusion or flow problem, improper flow or infusion, inaccurate flow rate, insufficient information. There is no information on patient involvement and patient impact.